Event description:
Found the screwdriver handle in sterile processing broken, one switch was disassembled from handle. This was after the case, after it was sterilized.

Manufacturer narrative:
Investigation in process, but not yet complete.